Event description:
It was reported the device was did not flow as fast as expected; reporter stated the device flow rate "slowed down to dripping". No adverse effects to patient reported.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.